Manufacturer narrative:
This correction report is being submitted due to a change in field h6 device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was damaged by lasers used during device explant. Another device was expected to be implanted. However, this lead could not be snared from groin access. The ra lead was surgically abandoned. The physician will attempt to extract this lead at a future date. A temporary lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was damaged by lasers used during device explant. Another device was expected to be implanted. However, this lead could not be snared from groin access. The ra lead was surgically abandoned. The physician will attempt to extract this lead at a future date. A temporary lead was implanted to complete this procedure. No additional adverse patient effects were reported.